Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse checked the alignments on the system and fine tuned the test position. The fse requested the customer to run a precision study and quality control samples and the results obtained were within acceptable range. The system was fully functional upon departure. The cause of the discordant low testosterone results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant low results were obtained on three patient samples for testosterone on an immulite 2000 instrument. The samples run the first time yielded lower testosterone results. The patient results were reported to the physician(s), who questioned the results. The samples were then repeated on the same instrument, where the results obtained were higher. It is unknown if the repeated results were reported out. There were no known reports of patient intervention or adverse health consequences due to the discordant testosterone results.